Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and clemex intelligent microscope with the following issue noted: broken occluder feet. Functional tests were performed such as leak testing, clear passage testing and clamp testing with no issues noted during the clear passage test. During leak and clamp testing it was noted that the occluder feet was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was found during evaluation of a returned minicap transfer set that the device had broken occluder feet. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated, but investigation for the reported issue is still in progress. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.